Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with episodes of low defibrillation impedance. No intervention was performed and patient condition was unknown.

Manufacturer narrative:
Correction: b5 and d10 - right ventricular should been reported in addition to the implantable cardioverter defibrillator.

Event description:
Related manufacturer reference number: 2017865-2021-15836. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that there were episodes of low defibrillation impedance. No intervention was performed and the patient experienced no consequences.